Manufacturer narrative:
The product packaging is expected to return to conmed for evaluation. However, latest received information from the international affiliate indicated that the packaging was misplaced and therefore will not be returned for evaluation. Without the actual device and its packaging, an evaluation could not be performed and the root cause of the reported problem of the package "did not appear to be intact" could not be determined and/or verified. This lot with the (B)(4) was manufactured on 18-aug-2015. Of the lot containing (B)(4) units, there were no other similar reports received for this item and lot number combination. (B)(4). This is an isolated incident. There have been no serious injuries or death related to the reported packaging anomaly. This issue will continue to be monitored via the complaint system to ensure product safety. This failure mode is addressed in the fmea, and the safety risk has been found to be acceptable. The packaging anomaly was obvious to the surgical staff during set up and therefore prompted the return of the device for evaluation and replacement. As with all medical devices, examination of the products occurs multiple times prior to use (shipping/receiving, distribution, storage and immediately prior to use). Good clinical practice would include examination and verification of the original packaging and its labeling to ensure both are intact. Additionally, the product's instructions for use (IFU) warns: if packaging has been opened/damaged or altered, do not use the product and contact the manufacturer immediately. Devices was misplaced.

Event description:
The end-user facility reported that the "packaging glue between paper label and plastic holder did not appear to be intact when opening" the package containing the sequent meniscal repair device. This was discovered during set up prior to the actual surgery. Another mr007c was used and the meniscal repair procedure went on and completed as intended with no patient injury and only 2-minutes delay. This report is filed on the basis of potential injury with recurrence.